Event description:
(B)(4).

Manufacturer narrative:
The review of the complaint history files and device history record for lot number 14d0906g show no nonconformities. The prismaflex m100 set was discarded and not available for inspection. Only picture of the involved product was provided on which we can see that the venous connector is disconnected from the dialyzer. Based on the analysis of machine data files, no external set leakage is detected at set-up and occlusivity self-tests performed before the pt connection. The root cause of the reported event remains unk.